Event description:
It was reported by the account on (B)(4) 2014 that on (B)(6) 2014 after ifs laser ablation, the bowman membrane was partially peeled off by spatula at the time of flap lifting. After exicmer laser ablation, the detachment was observed when the physician returned the flap. The physician removed the detached membrane and returned the flap: the surgery finished. Details: pre operation 0.032 (1.2 x s-6.5dc-1.0da15). Post operation 1 month 0.4 (1.2 x s-1.0d). No decline of best corrected visual acuity.

Manufacturer narrative:
Initial reporter: phone - (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. The doctor thinks the issue is not a mechanical problem of our laser and/or excimer equipments: they claimed it occurred when the spatula touched the flap. All pertinent information available to abbott medical optics has been submitted. Placeholder.